Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 7026364, model/catalog description: artisan lead 70 cm.

Event description:
A report was received that the patient had lost coverage. X-ray was taken and showed that there was lead migration. The patient underwent a revision procedure.